Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cutter could not be inserted into the attachment was not confirmed. However, during evaluation, it was observed that the device failed for vibration and that the housing had an excessive amount of paint missing, and the bearings were corroded and worn in the nose tube which caused vibration. It was determined that throughout the device there was a buildup of corrosion over time and wear on the housing which are consistent with normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set-up, it was observed that the cutter could not be inserted into the attachment device. It was further reported that there was no fractured burr inside the device. During in-house engineering evaluation, it was observed that the device failed vibration testing, the housing had an excessive amount of paint missing, and the bearings were corroded and worn on the nose tube. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.